Event description:
Angio-seal vip vascular closure device failed to deploy correctly at the end of interventional radiology (ir) case during right femoral artery sheath removal. Competent technologist attempted twice, then ir physician also attempted twice. Unable to remove device from patient right groin site. Vascular surgery notified and patient was taken to operating room for exploration. Manufacturer response for angio-seal, (brand not provided) (per site reporter). Supplier terumo has confirmed receipt of notification of event.